Event description:
It was reported that the customer had a failed battery test and blank display on the insulin pump. The customer's blood glucose level was 132 mg/dl. The troubleshooting was performed. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery. The customer stated that the display return and advised to monitor the insulin pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.